Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a potential reportable event. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed voltage test. Cloud data was reviewed and confirmed the complaint. The complaint was confirmed because we can see a transmitter error alert in the cloud data. The probable cause was determined to be a low transmitter battery.